Manufacturer narrative:
(B)(4) concomitant medical product: unknown femoral component, catalog #: unknown, lot #: unknown, unknown tibial tray, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02329, 0001822565-2018-02330.

Event description:
It was reported that the patient continues to suffer from pain, swelling, limited range of motion, feeling of knee giving out, fall, and a potential titanium allergy. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was further reported the had mild swelling and inflammation approximately three months post-implantation. Approximately two and half years post-implantation the patient fell due to her knee giving out. Patient also alleges that she is unable to use stairs. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes. The device history records (DHR) were reviewed for deviations and / or anomalies with no deviations / anomalies identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Without the opportunity to examine the complaints products, a definitive root cause cannot be determined. If any further information is found which would change or alter any information or conclusions, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: (medical product): nexgen all poly patella, catalog #: 00597206535, lot #: 62293109 depuy smartset mv bone cement, catalog #: 3122040, lot #: 3480151 multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02328 0002648920-2018-00656 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.